Manufacturer narrative:
(B)(4).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 1.5mm x 20mm x 143cm coyote es balloon catheter was advanced for dilatation. However, during inflation, pressure did not increase and the balloon was found ruptured. Another 2mm x 20mm x 143cm coyote es balloon catheter was advanced; however, on initial inflation at 4 atmospheres, the balloon also ruptured. Both devices were able to be removed from the patient's body without problem and the procedure was completed with a different device. No patient complications were reported and the patient was in good condition.